Manufacturer narrative:
During power up, the unit received pump error 130. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests due to the pump error 130. Thus, software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 130 alarm on (B)(6) 2024 03:24:12, (B)(6) 2024 03:26:13, pump error 38 on (B)(6) 2024 04:16:00, (B)(6) 2024 04:18:15. Pump error 37 on (B)(6) 2024 23:05:34, (B)(6) 2024 23:05:51. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. In conclusion, no unexpected battery power loss alarm during testing or in the pump history noted. Pump error 130 during rewind and pump error 130, 37, 38 in the pump history confirmed due to a jammed gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1880 was requested and the customer response was the device would be returned.